Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left forearm vessel. A 4.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, during second inflation at 22 atmospheres for 60 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient condition was good.